Event description:
I have sprint fidelis lead implanted in 2007. Received multiple shocks, very intense in 2007. Device has been sounding alarm for approx 5 months. Doctor's office said implanted heart devices shouldn't beep. I continued to report to them on every check up about beeping. Now, medtronic's tech said I have a fracture in this lead. I received letter last year about recall. They are going to operate next week. I believe this has been life threatening. Medtronic tech and doctor and staff were never responsive.